Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 250 mg/dl). Reportedly, the max bolus setting needs to be adjusted so the customer can administer larger boluses. Tandem technical support guided the customer through adjusting their max bolus settings. Customer delivered a bolus to stabilize blood glucose levels.